Event description:
It was reported that when the transverse connector was final tightened, it was broken. The connector was replaced with a new one and the operation was continued. There are no reports of adverse health consequences to the patient.

Manufacturer narrative:
Method: visual inspection, functional inspection, product history review, complaint history review, labelling review, risk assessment conclusion: the event was confirmed upon visual inspection of the returned device, the connector is fractured as reported. Manufacturing records were reviewed and no manufacturing anomalies were identified. No similar complaints were identified for the reported lot number. Materials analysis was performed on a similar device with the same failure mode and found that the device fractured in ductile overload. The elemental composition of the connector met what was specified on the drawing. No material or manufacturing defects were found. The plausible root cause of the reported event is most likely multifactorial. Contributing factors to device fracture: too much torsional force applied during tightening, previous damage to the clip during insertion.

Event description:
It was reported that when the transverse connector was final tightened, it was broken. The connector was replaced with a new one and the operation was continued. There are no reports of adverse health consequences to the patient.